Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was revised due to femoral loosening, infection and pain approximately 2 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Implantation occurred between 2015 and 2017. Concomitant medical products: unknown liner , unknown stem, unknown cup. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01421. 0001825034-2020-01422. 0001825034-2020-01419. Customer has indicated that the product will not be returned to zimmer biomet for investigation since the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that 19 patients underwent an initial hip arthroplasty on unknown dates. Subsequently, the patients were revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.